Event description:
Doctor reported screw fracture.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. E1: email address unknown / not provided. H4: device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) ilpc441u, (certain® low profile one-piece abutment 4.1mm(d) x 1mm(h)) for evaluation. Visual evaluation of the as returned device identified the abutment with signs of use, and some debris were seen attached to the hex area. A fractured screw was at the top of the abutment. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 2022110147. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022110147 for similar events and no other complaint was identified. Review completed utilizing keywords:fracture screw. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are missing or confusing instructions for use, torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.